Event description:
Unable to clear ua08.

Manufacturer narrative:
The autopulse platform (s/n 21044) involved in the event was returned to zoll circulation on (B)(6) 2012 and was analyzed. Visual inspection of the platform revealed a torn load plate cover. The load plate cover was replaced. The reported problem of user advisory 08 (motor controller fault detected) was confirmed. The motor controller board was found defective which could caused the ua08. The motor controller board was replaced. The platform passed final testing. No adverse event was reported.